Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, infection, urinary problems, bowel problems, drainage, and other injuries as they became apparent.